Event description:
Needles are flexible and bend when you insert in insulin and when you pierce skin. Dose, frequency and route used: use 4 daily as directed. Diagnosis for use: diabetes. Event abated after use: yes.